Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on july, 2004. On july 2004, while the pt was receiving a diprovan drip, white fluid was discovered leaking distal to the suture wing at the 3 to 4 centimeter mark.